Event description:
The provider spoke with (B)(6) in customer service extension 7931 to advise that the left armrest base is wobbly and the provider is not sure if this is caused by hardware or the hardware itself. The provider hung up before any additional information could be obtained.